Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va100z5, implanted: (B)(6) 2015, product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) form a healthcare provider (hcp) who reported that a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor was experiencing pain at the pocket site. The hcp opened the pocket and after backing off the setscrew and applying gentle traction the hcp recognized a defect in the plastic insulation sheath. Part of the plastic separated and remained in the ins header leaving the lead exposed and plastic in the header. The hcp was unable to use the ins to seat a new lead and so a new battery was used. The patient was noted as alive with no injury after the surgery. No additional complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the lead insulation separation and pain were undetermined. No further complications reported/anticipated.